Manufacturer narrative:
Radiometer has analyzed the data provided. It was reported by the customer that the electrolytes were affected; until the reference electrode and membrane was changed on the abl800 analyzer. It is suspected, that the incorrect installation of cleaning solution and subsequent extended exposure to the cleaning solution had affected the electrode or membrane properties in relation to blood measurements on the abl800 analyzer. Further investigation is not possible, as the reference electrode and membrane are not available. The root cause is determined as unknown.

Manufacturer narrative:
More investigation of the sensor construction and cleaning solution composition has been conducted. This strongly indicates that the incorrect installation of the alkaline cleaning solution and subsequent extended exposure to the alkaline cleaning solution had damaged the membrane properties of the cellufane membranes within the electrolyte sensor membranes and the reference membrane. A damaged cellufane membrane will result in blood proteins (within a patient sample) entering into the sensor which would interfere and give wrong measurements. Qc solutions do not contain proteins, which could interfere with the measurement. Therefore, sensors with damaged cellufane membranes can still measure correctly on qc solutions. If a cleaning solution has been wrongly mounted instead of a calibration solution, it is recommended to change all electrolyte and reference membranes, to ensure that membranes are undamaged. No further investigation of the root cause can be done as the reference electrode and membrane are not available. Thefore, the root cause remains unknown.

Event description:
According to the complaint, a customer reports that an abl825 flex analyzer (B)(4) gave elevated results for the na parameter when measuring patient samples. The customer reports that other electrolytes were affected, but not to the extent of sodium. After replacing the reference membrane, the results were comparable and acceptable. The customer's concern is that patient samples were reported incorrectly whilst calibrations and qc's were passing with no errors, as such the customer was unaware of an error. The customer is asking why/how did the qc's not identify a measurement problem. The customer has looked through the patient data and identified four discrepant na measurements: on (B)(6) 2020, abl825 result: 148. Comparison result: 136. Discrepancy: 12. On (B)(6) 2020, abl825 result: 147. Comparison results: 139. Discrepancy: 8. On (B)(6) 2020, abl825 result: 138. Comparison result: 131. Discrepancy: 7. (B)(6) 2020, abl825 result: 134. Comparison result: 141. Discrepancy: -7. No reports of death, serious injury or maltreatment has been reported for this incident.